Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that around (B)(6) 2013, she had suffered a hypoglycemic event. Patient treated herself with juice but also needed her husband's assistance. No medical attention was needed. Patient claims that at the time of the event, her bg levels were 48 mg/dl.patient claims at the time of the event she did not hear cgm's vibratory alerts.at the time of his call to dexcom technical support patient was feeling well.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. CAPA has been initiated for this issue.